Manufacturer narrative:
(B)(4). Eval summary: quality assurance analysis revealed that the indeflator was returned with blood in the hose. There was contrast in and on the hose, on the faceplate, on the housing and on the handle. A 20/30 indeflator was labeled on the chipboard box. The syringe was up to 20 cc. The color of the locking mechanism was black. The gauge was up to 20 atm. There was no other damage noted to the indeflator. Attached a new 20/30 indeflator to the returned indeflator, filled with water, pressurized the returned indeflator to 20 atm and the gauge reading in the new indeflator was 20 atm. Product performance engineering has reviewed the case description and the analysis of the returned product. It was reported that during inflation, the physician noted that the display of the gauge showed 20 atm instead of 30 atm. The package stated 20/30 indeflator. The indeflator was returned with blood in the hose. There was contrast in and on the hose, on the faceplate, on the housing and on the handle. This is consistent with the indeflator being prepared for use, handled and/or used for pressurization as reported. Analysis confirmed that there was a 20 atm gauge in the indeflator, and the switch of the indeflator was black which is typical of a 20/30 indeflator. The label on the packaging reflected that of the 20/30 indeflator. The indeflator was pressurized to 20 atm, and the pressure was verified to be 20 atm. No other damage to the indeflator was noted. Since the switch and the packaging reflected that of the 20/30 indeflator, it appears that an incorrect gauge was inserted into the indeflator. Since this is related to a product deficiency, an rfc (request for CAPA) has been opened on (B)(4) 2009, to investigate this occurrence. Additional root cause investigation and corrective action will be documented through the rfc. The lot history record was reviewed. There are no non-conforming material records associated with this lot number. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: mislabeled. Device issue: mislabeled. It was reported that during inflation of a balloon catheter at 18 atm, the physician noticed that the indeflator gauge displayed 20 atm, not 30 mm. Then the package was checked again, and it was a 20/30 indeflator. There were no pt effects reported. No additional info is available.